Event description:
Per operative report: on 3/16/2000, the pt underwent heart catheterization. The pt developed pulmonary edema with respiratory failure secondary to 4 plus mitral regurgitation. Intra-operatively, there appeared to be some "scalloping" between the sutures causing perivalvular leak. There was no evidence of infection. There was no evidence of healing or fibrosis evident between the sewing ring and the annulus. The pt also had a coronary artery bypass graft once perivalvular.